Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Although the isi fse could not reproduce the issue, they decided to replace the e-100 generator in accordance with isi procedures since the issue occurred more than once. The customer had installed their own power cord on the other e-100 generator. Therefore, the isi fse put the original power cord back on. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The e-100 generator was analyzed, and no failures were found. This unit was installed onto the test system and manually power cycled 3 times. The e-100 generator powered on with no issues each time. The vessel sealer instrument was installed onto the unit with a saline-dipped gauze in the jaws. The e-100 generator was fired with the yellow pedal/sync activation and a cut/seal about 100 times. The unit worked fine without any issues. The complaint was not confirmed based on the field evaluation/failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called the isi technical support engineer (tse) and stated that the e-100 generator would not power on. The isi cta checked that the power cord was plugged in and that the breaker switch for the e-100 generator was in the on position. The isi cta pressed the power button, but the e-100 generator still wouldn't power on. The isi cta stated they moved the vessel sealer instrument to the integrated electrosurgical generator unit (iesu) and were continuing with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that they had seen this issue all the time in that particular operating room (or). The customer had found out that the red socket that the vessel sealer extend (vse) instrument got plugged into was very loose. Therefore, the customer switched the instrument to another nearby socket, and it started up just fine. Patient demographic information was not provided.